Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the differences in testing platforms and sample-to-sample variability. The lod and the type of gene tested for can differ significantly between the assays. As such, results with one assay may not be reproducible with a different assay. Additionally, sample to sample variability can occur due to various reasons including when the sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how the sample was stored prior to testing (sample degradation); or inadequate sample collection. A comparison of two samples collected at different times may yield varying results. Cn - (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample for patient 1 initially generated negative results for sars-cov-2, influenza a, and influenza b. A new sample was recollected 20 minutes later and retested on a different platform (biofire® torch assay) which yielded a positive result for sars-cov-2 and negative results for influenza a and influenza b. The alleged sample for patient 2 initially generated negative results for sars-cov-2, influenza a, and influenza b. A new sample was recollected 30 minutes later and retested on a different platform (biofire® torch assay) which yielded a positive result for sars-cov-2, adenovirus, coronavirus n63, and parainluenza virus 3 and negative results for influenza a and influenza b. The initial negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.